Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis (pd) effluent was clear, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. On an unreported date ,the patient was treated with reflin (2 gm) and fortum (1 gm) (frequencies and routes not reported) for peritonitis. The outcome of the peritonitis event was unknown. Dianeal therapy was ongoing. Additional information was not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation and the lot numbers are unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.